Event description:
The customer reported via phone call that they had a high blood glucose. Customer's blood glucose was over 400 mg/dl at the time of incident. The customer also reported a no delivery alarm. Customer's blood glucose was 395 mg/dl at the time of the alarm. Customer stated they were able to resolve the alarm with an infusion set change. The customer stated the cannula was not bent upon removal from their body. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.